Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose with blood glucose of 24 mmol/l. The customer's current blood glucose was 25 mmol/l. Customer treated high blood glucose with insulin pump. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by bolus with pump. Troubleshooting was declined for high blood glucose and under delivery. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Auto mode feature was not used at the time of event. The insulin pump will not be returned for analysis.